Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was used during a ureteroscopy, laser lithotripsy procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the physician had difficulty opening the basket to release the stone. However, the basket was able to release the stone before it was removed from the patient. The procedure was completed with another zero tip stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.